Event description:
The customer's wife stated the customer's blood glucose levels were high, so she removed the reservoir from the insulin pump and found that it had leaked insulin. The customer's wife stated that it looked like there was a crack in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.